Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal damage. Strut rows 1-7 from the distal end of the stent were damaged and deformed. The crimped stent outer diameter (od) of the undamaged proximal end was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a kink at approximately 287mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (lad). Following predilation, a 4.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.